Event description:
Reporter alleged the needle from the safe-t-pro device fell out and stuck the customer after it was fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.